Event description:
On (B)(6), I received my second injection of supartz. (B)(6). A few hours after the second injection, I developed hives. The reaction has been very severe. The doctors have given me prednisone and epi pens to control the hives. The hives extend from my mouth to my knees. I am still plagued with hives! Dates of use: (B)(6) 2010, (B)(6) 2010. Diagnosis or reason for use: osteoarthritis/knee. Event abated after use stopped or dose reduced?: no.